Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy. The se occured while the home patient (hp) was connected. The hp stated the patient line was properly primed before connecting, no patient extension lines were used, the patient did not become separated from the transfer set, the patient did not press go to start therapy before connecting, and the hp did not disconnect prior to the alarm. The technical service representative (tsr) reviewed the alarm with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event.